Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements. The ra lead was suspected to have fractured. Boston scientific technical services (ts) was contacted for assistance and reviewed device data. Ts discussed troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.